Event description:
It was reported that externalized conductors were observed via x-ray. All the parameters are stable and in range. The patient will be monitored via (B)(6). Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.